Event description:
Meter would not power on. The last time the patient used the meter was on the 13th of this month. A couple of days later, the patient was not able to test on the meter, since it would not power on. The patient did not experience any symptoms at the time of testing and took insulin after attempting to use the meter. Patient contacted emergency services and was treated with glucose. No information on when patient contacted emergency services or the reading on the paramedic's meter. The battery was replaced less than a year ago and the battery was in good condition. The battery was correctly installed and the meter does not power on by pressing the powere button.